Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box started on (B)(6) 2015. The black box data/histories for the event have been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the users programmed basal rates. A delivery accuracy test was successfully completed and the pump was found to be delivering accurately and within required specification. The original complaint could not be duplicated or confirmed.

Event description:
The patient contacted animas on (B)(6) 2011 alleging that he checked his blood glucose and obtained a message of hi (blood glucose > 600mg/dl). The patient denied having signs/symptoms of nausea, vomiting, chest pain or shortness of breath at the time he obtained the high blood glucose (bg). The patient did not check for ketones. At the time of troubleshooting, the patient reported that his bg was high because he was overdue to change site/set and also claimed that he forgot to deliver a bolus with his supper. At the time of the call, the patient stated he took a correctional bolus via the pump in response to the high bg. This complaint is being reported because the patient obtained a blood glucose reading greater than 500 mg/dl while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error and disease management since the patient admitted not having changed the site/set as recommended which may contribute to a high bg. In addition, the patient reported that he forgot to bolus for his meal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.